Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive for approximately 30 minutes and the issue resolved itself. Customer's blood glucose was 300-360 mg/dl and insulin injections were used to address bg.